Manufacturer narrative:
Concomitant medical products: 863720 neuro pump, 8709sc catheter, implanted (B)(6) 2010; 8835 pump activator.

Event description:
It was reported that during an implant procedure the right ventricular (rv) lead exhibited t-wave oversensing (twos) post pace. The lead was successfully implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.